Event description:
A customer reported receiving an error 4 when a test strip was inserted into into their freestyle flash blood glucose monitor. During the course of troublehooting with adc customer service, it was discovered that the unit of measurement setting could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.